Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Dealer states every time the user hits a small bump the scooter powers down. Dealer could not find any loose wiring. MDR filed.